Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient was not receiving adequate back stimulation. The number four contact of the scs lead read invalid. The patient advised she had received a deep tissue massage which would have contributed to the issue. Reprogramming provided coverage to most of the patient's painful areas. The patient will continue to be monitored by her physician. No further intervention is required at this time.